Manufacturer narrative:
An electrode from the pack of 5 electrodes was returned for eval. That electrode was of the correct length. Fhc checked all the other electrodes in-house of the same lot and catalog number, all were found to be of the correct length. Fhc considers this as an isolated incident. Add'l lot numbers: 593201, exp date: 03/31/2014, date of MFR: 04/08/2011. Lot #578641, exp date: 11/30/2013, date of MFR: 11/30/2010. Lot #567361, exp date: 07/31/2013, date of MFR: 08/20/2010.

Event description:
Fhc rep reported to fhc/gns procedural support specialist, an incident where an electrode out of five from the same sterile package was found to be of a shorter length than it should be. The electrode was used in surgery which delayed the surgery, but there was no pt impact as a result of this incident.